Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the cooling valve was not closing completely on an intermittent base and the system was not heating. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The complaint was confirmed by the field service rep (fsr). The fsr removed the cooling solenoid valve, cleaned, the replaced it. The unit was tested to MFR's specs and returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.